Event description:
The customer reported that the IV set spike fell out of 1000ml chemotherapy IV bag at the begining of the infusion. The patient was splashed with medication but there was no injury to the patient.

Manufacturer narrative:
No product will be returned. No investigation was performed.